Event description:
It was reported that filterwire failed to recapture. The target lesion was located in the internal carotid artery. During insertion, it was noted that there was resistance upon retracting the filter section. Same issue occurred upon deployment inside the body. The procedure was completed without issue using this device. There were no patient complications as a result of this event. It was further reported that resistance was felt during deployment inside the body.

Manufacturer narrative:
Corrected fields: h6 - device codes: corrected based on additional event details received.

Event description:
It was reported that filterwire failed to recapture. The target lesion was located in the internal carotid artery. During insertion, it was noted that there was resistance upon retracting the filter section. Same issue occurred upon deployment inside the body. The procedure was completed without issue using this device. There were no patient complications as a result of this event.